Manufacturer narrative:
Corrected data in follow-up report nr.1: field b2 was changed from "death" to "other serious (important medical events)" due to the infection. We have not received information that the patient deceased.

Event description:
Infant was diagnosed with a bacterial infection pseudomonas aeruginosa. It was believed that the origin was from the hamilton h-900 due to the rain out. The h900 was deemed not the source of the bacteria and was not liable. No cultures, testing was completed (context of testing is bioburden testing).

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). We received information that the h900 was deemed not the source of the bacteria and was not liable, based on bioburden testing. There was patient harm. No clear indication was made, if patient died due to the infection. Further information was requested concerning the cause of the infection and the state of the patient.

Event description:
The following was reported to hamilton medical ag: "infant was diagnosed with a bacterial infection pseudomonas aeruginosa. It was believed that the origin was from the hamilton h-900 due to the rain out." However, following the initial statement, we received information that the h900 was deemed not the source of the bacteria and was not liable, based on bioburden testing. There was patient harm. No clear indication was made, if patient died due to the infection.

Manufacturer narrative:
Investigation outcome: an infant was diagnosed with a bacterial infection called pseudomonas aeruginosa while being treated with a ventilator. At first, the hamilton h-900 humidifier was suspected to be the source of the bacteria because of water buildup (rainout) in the system. However, no testing such as bioburden tests or bacterial cultures was done to confirm this. No log files or other supporting data were provided. After multiple follow-ups, the hospital clarified that this was not a ventilator-related issue and should not have been reported as one. They stated that they had already identified and resolved the true cause of the infection, which was unrelated to the ventilator or the h-900. They chose not to share further details or data with hamilton medical. In conclusion, the hamilton h-900 and the ventilator were not the source of the infection. The hospital has resolved the issue on their side, and no further action is required from hamilton medical ag. This case is considered closed.